Manufacturer narrative:
Additional information: the patient was being transported from the operating room to the cardiac ICU following surgery when the ECMO shunt line tubing became disconnected from the manifold. This resulted in air entrapment in the tubing and blood loss. The patient required 5 minutes of CPR while the air was drawn back from the circuit and tubing was reconnected. Conclusion: all custom pack tubing configurations are assembled with approved methods and in specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Customer discarded product. No analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack the 3/16 tubing that connects to the manifold disconnected from the luer fitting that connects to the manifold. Air was then pulled into the manifold and the perfusion circuit. The patient required epinephrine administration and fluid resuscitation.